Event description:
It was reported that the patient experienced a hypoglycemic event while using the ilet bionic pancreas. The caregiver stated the device displayed "low," and the beta bionics report showed a blood glucose of 39 mg/dl. A parental lock had been enabled to prevent unintentional meal announcements due to the patient¿s alzheimer¿s disease. Symptoms included hypoglycemia. Outcomes included return to normoglycemia after treatment. Investigation included complaint review and user/caregiver interview. Investigation of this case revealed user management factors related to meal announcement suppression and possible missed or incorrect meal entries. It was concluded that the event was related to user handling and use error with meal announcement practices rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.